Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a non-clinical trial. It was reported that the navigation system would not communicate with a 3rd party robotic visualization system. After clicking activate after enabling nav extended, the prompt to activate the connection appeared, but the stealth still displayed orange line communication. This occurred when using dp port 3 and 4 and the ip information between the two system verified. It was recommended to remove the 3rd party robotic visualization system from the equipment screen on the navigation system, reboot the navigation system, read the tool card, and repeat trying to establish connection. There was no patient involvement.

Manufacturer narrative:
D4: the serial number was provided, and as a result the model number, catalog, number, and UDI number were determined. H4: the manufactured date was provided via the serial number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the manufacturer representative was covering two cases at the same time. They set up this case but a different manufacturer representative was covering it for the majority of the time. The original rep popped in to check that everything was going okay and that is when they discovered that the site wasn't able to get the microscope and the navigation system were not communicating. They called technical services to try and problem solve. There was a patient present but there was no reported delay in the case because the site continued to use the microscope, as planned. They were hitting the ¿foot pedal¿ to freeze the frame for the site.  Once they saw the location in the tumor, they would un-freeze the screen and they continued with live navigation. Additional information was received stating that the complaint involved the setup of the microscope with the navigation system for a clinical trial case. There was no patient involvement and the lack of integration did not affect the case. They were demonstrating a feature for the navigation system. Since this is a trial they do not have patient information. No additional information is available.

Manufacturer narrative:
Software analysis completed and it was determined that insufficient information available to determine root cause. If information is provided in the future, a supplemental report will be issued.